Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4076 implantable pacing lead (B)(6) 2009. (B)(4).

Event description:
It was reported that a right ventricular lead integrity alert was triggered. Follow-up with the physician indicated the alert was triggered when the patient was swimming near an ungrounded swimming pool light. The alarm was turned off at the clinic and the lead remains in use. No patient complications have been reported as a result of this event.